Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
Report received from the USA regarding a hand control device in which, during routine maintenance, it was observed that the device had a ¿nick in the o-ring". There was a five minute delay in the surgical procedure. An identical spare device was available. No injuries or medical intervention were available. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).